Event description:
It was reported that during implant, the anchoring sleeve of the right atrial (ra) lead was inserted into the subclavian vein and was not able to be pulled out. The risk was evaluated, and based on the physician's judgment the sleeve was left positioned in the subclavian vein. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4074 implantable pacing lead (B)(6) 2013. (B)(4).